Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty using the robotic arm interactive orthopedic system. The doctor was drilling the first bone pin in the femur and he stated ¿when he reached the bicortical fixation he felt the pin snap¿ and he pulled it out. The tip of the bone pin was broken off and the doctor left it in the patient.

Manufacturer narrative:
Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have 'snapped' when placing the bone pin in the femur. The fracture was confirmed upon removal and the tip remained in the patient. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w46874 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty using the robotic arm interactive orthopedic system. The doctor was drilling the first bone pin in the femur and he stated ¿when he reached the bicortical fixation he felt the pin snap¿ and he pulled it out. The tip of the bone pin was broken off and the doctor left it in the patient.